Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the cable connection ECG "a" to ECG "b" were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cable was excessive force. No adverse event resulted from the damage electrode belt.

Event description:
During servicing of an electrode belt which was return for evaluation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4)failed incoming functional testing.